Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that after changing the infusion set due to a bent cannula and delivering a bolus, her blood glucose (bg) continued to rise up to 506mg/dl with feeling ¿bad¿ and nausea. The patient had reportedly contacted animas previously for elevated bg and troubleshooting found a bent cannula. The patient called back, stating bgs were not responding to site change and a bolus. The patient reportedly bolused via the pump and gave an injection of long-acting insulin in response to bg elevations. Troubleshooting did not find any pump defects. The patient was advised to contact her healthcare provider (hcp) due to taking long-acting insulin and remaining on the pump. The patient did not wish to contact her hcp, stating she would wait another hour and see how she did. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 09/11/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: a review of the pump black box history indicated that teh pump was not used by the patient for insulin delivery. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump keypad buttons were tested and were confirmed to be responding normally to presses; no hypersensitive buttons were found. No delivery related defects were found during testing.